Event description:
It was reported that the patient has expired. No further details were provided. The date of patients' death and implant duration are unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Unfortunately, we were unable to request for the device or additional information, as the hospital and surgeon information was not provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.